Manufacturer narrative:
Correction: patient information was inadvertently not pulled in on the initial MDR and is now provided. Additional information: the medtronic representative reported that the error occurred after patient registration.

Manufacturer narrative:
The exam used for the procedure was sent to medtronic for evaluation. Medtronic personnel found that the pattern captured the nose, though the exams were not contiguous. The registration model was also found to have an artifact at the top of the head.

Event description:
A medtronic representative reported that, while in a cranial resection, an antero posterior imprecision was found after entering the sterile phase of the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.